Event description:
Invalid result (s). Test result produced a line at t but not at c. The user stated that they performed the test correctly.

Manufacturer narrative:
Paste case outcome section 6. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120162 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.